Manufacturer narrative:
During surgery, the "0 degree assistant unit" and the "assistant binocular" of leica m841 disconnected from the main unit and almost hit the pt's head. Fortunately, the operating room nurse was able to take the part before hitting the pt's head. Based on the distributor's investigation, the device was purchased in may 2004 and installed at one hospital. In june 2009, the device was transferred to another hospital, where the incident occurred. After the transfer, the device was tested by the distributor's engineer and concluded that the device meets the specifications. The device was inspected in july 2009 and results showed that the device was damaged (hard hit) and the optics carrier was also damaged (out of focus). The distributor's technician temporarily repaired it and he recommended to send all the optics carrier for repair and calibration at leica. However, the client refused to accept this recommendation. Evaluation based on photographic images was performed by the manufacturer. As seen in the photos, the damage to the optical carrier was due to several improper screwing or fixing of the observer attachment (user error). Hence, the device failure was related to maintenance and to user handling.

Event description:
On 19th july 2010, leica microsystems rec'd a complaint from a customer stating that during surgery, the "0 degree unit" and the "assistant binocular" disconnected from the main unit and almost hit the pt's head. Fortunately, the operating room nurse was able to take the part before hitting the pt's head.